Manufacturer narrative:
The provider changed the mdd protocol parameters since the patient was not responding to treatment of 10hz/4sec stim/26sec interval/3000 pulses/120% smt. The altered parameter was 20hx/4sec stim/26sec interval/3000 pulses/100% smt. Notes stated that the patient was treated at 120% smt which was above the altered protocl. This revised protocol and subsequent treatment was well above the ninds seizure guidelines of no more than 1 sec of stimulation time at 20hz at the 100%smt.

Event description:
Tms provider contacted neuronetics to inform that a patient had a seizure during their 21st treatment. Seizure was estimated to last approximately 4 minutes. 911 was called and emt transported patient to the hospital. The patient fully recovered from the seizure and was released from the hospital.